Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump esc button was not working. The customer's blood glucose level was 406 mg/dl during the time of incident caused by site being pulled out while sleeping. Customer states he was priming pump and it was stuck on this setting because he could not hit esc to be done. Customer was not sure how the button stop working he mention could be exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- hcp plan. The insulin pump will be returned for analysis.